Event description:
Attempted to complete a biliary tube internalization. During placement, the amplatz wire became unraveled inside the biliary tube. The defective amplatz wire was removed from patient and replaced without any patient harm.